Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 80-90% stenosed target lesion was located in the saphenous vein graft (svg) leading to the obtuse marginal artery (om) with 99% stenosis found at the ostium. Access was gained via the right common femoral artery using a 6 fr sheath. Following selective angiography and the placement of three taxus express2 stents in the svg graft to the posterior descending artery (pda), a 6fr side hole guide catheter was engaged to the graft to the left circumflex (lcx) and om and a non bsc guidewire was inserted across the lesion. A 0.0014/190cm filterwire ez was deployed distally and then the non bsc guidewire was removed. The lesion was predilated with a non bsc balloon catheter at 10atm for 20 seconds. A 3.5x12mm taxus express2 stent was deployed distally at 16atm for 25 seconds, followed by a 3.5x28mm taxus express2 stent deployed in the mid section at 16atm for 14 seconds. Proximally, a 3.5x32mm taxus express2 stent was deployed at 15atm for 10 seconds. The stent delivery system (sds) balloon was then re-inflated at 16atm for 7 seconds. The filterwire ez was removed, and intravascular ultrasound (ivus) performed. A small dissection was observed of the very ostium, which was then successfully sealed with a 3.5x8mm taxus express2 stent inflated to 18atm for 10 seconds followed by a second inflation at 18atm for 6 seconds. Post dilation was performed with a 3.5x12 quantum maverick balloon deployed at 20atm for 18 seconds, and ivus was performed. There were no other complications from the procedure. Per the facility, it is not known what device may have caused the dissection. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.